Event description:
It was reported the patient's blood glucose levels rose to 689 mg/dl while wearing the pod on the hip/buttocks. Investigation of pod found damage to the cannula.

Manufacturer narrative:
A tear was observed on the internal portion of the soft cannula, resulting in an internal leak. Fluid contact was observed on the pcb, mechanism rail, and commutator cap as a result. Battery voltages were low due to the pcb corrosion, requiring an external power supply to retrieve pod data. The fluid contact on the commutator cap resulted in a rotational sensor malfunction, causing the reported 0x40 alarm, indicating rotational sensor maximum open count exceeded. The internal cannula tear is confirmed as the root cause of the reported 0x40 alarm. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.